Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vanco&#55336;route, dosage, frequency, and duration not reported) and other unknown intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, peritoneal dialysis therapy was discontinued and on an unknown date, the patient began performing hemodialysis therapy. After twenty-one days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. The patient was not retrained on the proper aseptic technique. No additional information is available.